Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen in (B)(6) 2010 and had presented with no complaints or complications. The patient was last seen by the physician (B)(6) 2010 and again presented with no complaints or complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.